Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter 22 ga 1.00 in (0.9 x 25 mm) experienced poor perforation on packaging which was noted prior to use. The following information was provided by the initial reporter: the customer reported some packaging defects: no tear-off line on the package.

Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received 44 unopened units. In addition, 11 photographs were received which displayed similarities to that of the returned units. Upon inspection of the returned units and photos it was found that ten units had poor perforation making it five pairs of defective units. Five other units had foreign matter present on them. The reported issues were confirmed. Poor perforations can occur due to low pressure on the blade, blade misalignment, dirt on the blades, and dull/blunt blades. Upon inspection of the units it was observed that the cut in the blade stops abruptly on one of the units. This pattern is indicative of the low pressure on the cutting knife. Low pressure is a result of a guard door being open, from either a machine jam or a packaged trim jam in the chain. As package trim was found on some of the returned units it is likely that a package trim jam caused the low pressure. Four of the five units that foreign matter was observed with what appears to be a grease or oil used on the machinery. This could occur due to operator error during trim removal. The fifth unit displayed foreign matter embedded into the film which is likely raw material related. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter 22ga 1.00in (0.9 x 25 mm) experienced poor perforation on packaging which was noted prior to use. The following information was provided by the initial reporter: the customer reported some packaging defects: no tear-off line on the package.